Manufacturer narrative:
A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Logfile review for the date of event shows no abnormalities that could have contributed to reported event. The treatments were completed to 100%, without error messages. All laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical manager reported a patient with an epithelium defect and epithelium ingrowth in the right eye 21 days post lasik. Patient reported eye pain and sensitivity to light. A topical and oral steroid were prescribed. Approximately two and half months post lasik, intraocular pressure was noted to be high. Decrease in vision was noted by the patient. A beta blocker topical drop was prescribed to use daily. Beta blocker drop was stopped four days later. Symptoms were reported to be resolved approximately three months post lasik.